Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the allegation high threshold based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. Moreover, dislodgement was not also confirmed as evidence from field and product analysis were insufficient to verify dislodgement. Further, the no problem detected was based on analysis of the returned product as analysis found no evidence of lead anomaly or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. It was thought that this was likely due to a lead issue or microdislodgement. Moreover, reprogramming was performed. To date, this rv lead remains in service. No adverse patient effects were reported. Additional information was received indicating that this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. It was thought that this was likely due to a lead issue or microdislodgement. Moreover, reprogramming was performed. To date, this rv lead remains in service. No adverse patient effects were reported.